Manufacturer narrative:
No button error alarm was noted during testing. The act button did not respond due to a corroded keypad trace. The insulin pump was received with a minor scratched display window, broken reservoir tube lip, missing reservoir tube o-ring, and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error in the middle of the night. He stated that he reset the insulin pump and received an error message to use the esc and act buttons to clear it. He also reported having issues with sticking buttons that were difficult to depress. He noted that he had to hold the act button in 3 times before garnering a response. The customer's blood glucose was 249 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.